Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received; the tear was noted during the phaco portion of the treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A site clinical application specialist reported on behalf of the surgeon. A radial tear occurred at the two o'clock position following the laser portion of laser assisted cataract surgery. The tear extended posterior but no vitreous came forward. The surgeon was not able to use the planned intraocular lens and no suture was required. The surgeon is not sure what caused the issue and the incident resolved without treatment.